Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the flexi drill shaft doesn¿t lock the drill bits properly. The drill bits fall out when trying to drill a screw. Surgery was delayed 4minutes due to the reported event. Was procedure successfully completed? Yes, were fragments generated? No.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: flexi drill shaft doesn¿t lock the drill bits properly. Will need replacement. Drill bits fall out when trying to drill a screw. Rep played with us after case and multipl drill bits couldn¿t lock in - therefore it appears to be the shaft that is the issue. Consignment. Tagged. The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_9700.jpeg and img_9699.jpeg). The photographs attached were reviewed, however with evidence provided we cannot confirm unable to assemble allegation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received. A. Was there any allegation against the drill bits? No.